Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) went through the patient's urethra while he was having intercourse. The cylinder was removed the next day and, one year later, a replacement surgery of the entire ipp was performed. There was no device malfunction reported upon explant. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.